Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was listed status 1a for heart transplant due to device infection. The patient received a heart transplant on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The explanted device was returned assembled. Examination of the device upon disassembly revealed depositions in the inflow graft and inlet elbow. The depositions were loosely seated and may have been caused by poor surface washing resulting from low flow during support. The deposition did not appear to be obstructing blood flow through the device, and would not have caused a functional issue. No other depositions were found inside the pump. A correlation between the depositions and the reported infection could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: a user facility report # (B)(4) for this event was received which stated: title : xxxxx; event desc: patient with left ventricular assist device (lvad) therapy for 9 months; status/post previous lvad exchange for thrombus (~2 weeks following initial implant) presents with first episode of driveline infection and pump pocket infection and bacteremia with (B)(6). Discharged with 4 additional weeks IV antibiotics. According to ID team, this infection carried a uniquely high morbidity/mortality rate. What was the original intended procedure? Hearthmate ii lvad implant 9 months prior to this event. Date of event: (B)(6) 2016. (B)(4). Returned to manufacturer on: 1/12/2017.